Event description:
It was reported that during an elbow procedure using the quantum system and a topaz icw wand, the wand stopped functioning after 10 seconds of activation. The procedure was ultimately completed with a competitor's product. There were no significant delays or pt complications reported as a result of this event.